Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a flaw near the distal end of a catheter is confirmed and was determined to be manufacturing related. One 4 fr single lumen powerpicc solo catheter with a t-lock and 3cg stylet inserted was returned for evaluation. An initial visual observation showed no evidence of use on the returned sample. A dark purple substance was observed on the surface of the catheter tubing on the opposite side of the 54 cm depth marker. A microscopic observation revealed the material was bonded to the surface of the catheter tubing. The material was found to be soft and elastic. The material observed on the surface of the catheter tubing was found to be similar in color and texture as the material of the catheter overmold. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : device not returned for evaluation.

Event description:
It was reported "setting up for PICC insertion examining products before inserting. Noted flaw/damage approx. 1 cm from distal tip (54cm mark). Removed from insertion tray. New PICC opened and used."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez1131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "setting up for PICC insertion examining products before inserting. Noted flaw/damage approx. 1 cm from distal tip (54cm mark). Removed from insertion tray. New PICC opened and used."